Manufacturer narrative:
The hill-rom technician replaced the battery to resolve the issue.

Event description:
Information received indicated the bed's battery would not hold a charge, although the battery light was illuminated.